Event description:
It was reported via a hotline call that the rn in the ccl (cardiac catheterization lab) reported a fiberoptix failure and change of helium tank. The length of time in use prior to the event was less than two hours. The clinical support specialist (css) asked the rn for clarification on when the failure occurred and at this time the rn passed the phone on to two other people. The css spoke to a person who was in the case. He stated that they had to change the helium tank and had no issues with that; however the fiberoptic icon had a red x over it. This was not recognized until after the intra-aortic balloon (iab) was in the pt. Upon transfer to the intensive care unit (ICU), the pump was switched out and he stated they were using the transducer. The css asked if the fiberoptic connection had been attempted and he did not know. The css then asked to be transferred to the unit so the css could discuss with the bedside nurse the css then spoke to the rn in the ICU. The pump was currently using the fiberoptic as its ap (arterial pressure) signal and the icon was blue (fos iab not zero'd prior to insertion). The fos status was ok. We then performed a map calibration and the rn felt the pressure readings were more equivalent to the pt's status. The css asked the rn to send the pump to biomed as the fiberoptic board needs to be checked. The outcome of the pt was unchanged throughout call.

Manufacturer narrative:
(B)(4). Device/parts will not be returned for eval.